Event description:
It was reported that during a cryo ablation procedure, it was not possible to connect the dilator to the sheath. The sheath was replaced but the issue occurred with the replacement sheath. The sheath was replaced again which resolved the issue. After inserting the balloon catheter into the sheath, air was aspirated from the sheath so the sheath was replaced again but the issue didn't resolve. The balloon catheter was replaced and the air aspiration issue resolved. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4fc12 sheath, 4fc12 sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 15768 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was carried out and visual inspection of the shaft segment showed a kink/twist approximately 3.18 inches from the tip. The catheter smart chip data was reviewed. Data indicated the catheter was used for six applications. However, the catheter usage date recorded on the smart chip 2024-09-27 did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. Unable to insert the balloon catheter into the sheath due to the shaft kink. The user may experience insertion difficulties due to kinked shaft. In conclusion, the reported air ingress issue could not be reproduced. The balloon catheter failed the return product inspection due to kink/twist observed in the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.